Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a foreign particle lodged within the grips-tips. The foreign particle was removed from the grips using a tweezer. The particles appeared to be a piece of metal, possibly a clip. Visual inspection displayed no signs of physical damage to the grips-tips. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open to the surgeon's command at the surgeon side console (ssc). Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue occurred while the instrument was inserted inside of the patient. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The customer was attempting to cut the epiploic with the instrument when the issue occurred. The jaws were not stuck on tissue when the issue occurred. The issue with the instrument did not occur after a system fault.